Manufacturer narrative:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the metal tip came off the harmonic ace instrument. Based on the claim against the product by the customer noting that the metal tip came off the harmonic ace instrument, an investigation was conducted to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product on which to perform failure analysis. Failure analysis found the primary failure of a broken blade to be related to the customer-reported complaint. The blade broke at roughly 0.23¿ from the base. The broken piece was returned. Cracked or broke blades are triggered by any inadvertent contact with staples, clips, of other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This is considered a reportable event due to the following conclusion: the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure without further patient injury.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the metal tip came off the harmonic ace instrument. The fragment was retrieved with a backup instrument during the same procedure. It was unknown what surgical task was being performed when the fragment fell into the patient. The fragment did not fall into the patient during an instrument collision. It was unknown if the instrument wrist was straightened upon removal. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was taken out of the original package and inspected prior to use. It was unknown what caused the instrument to break. The surgeon indicated no cause for the instrument to malfunction. The instrument was in use for a limited time at the beginning of the case. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. All the fragments were removed by pickup. Successful removal was confirmed by visualization of the pieces removed. No additional procedures were required to remove the fragment. No post-operative test was performed. The backup instrument was a dv instrument. There was no further injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.